Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was continued and finished after remote service solved the issue. There were no harm or injury reported to philips. The philips remote service engineer (rse) examined the system remotely and confirmed that the exposure was not possible. The rse checked system logs remotely and found that the ip-pc image disk 2 couldn¿t be accessed as there was no power to it. To resolve the issue, the rse instructed the user to re-plugged in hard disk 2. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not perform exposures. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.